Event description:
Complainant alleged that during biomed testing the device displayed "system fault 36" system fault 37" and "defib fault 80" messages. Complainant indicated that there was no patient involvement in the reported malfunction.